Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date - unknown date in (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn since the device was not returned. The manufacturing records were not requested since no lot number was provided.

Event description:
The device does not function when the nail was inserted. The proximal screws did not go through the nail when inserted through the aiming arm. Update a revision to the patient fixation occurred yesterday afternoon following an x-ray (attached) showing a tibial fracture at the most proximal screw hole. The nail, a left, 10mm x 180mm was removed and then replaced with a 240mm length nail of the same diameter. A large fragment metaphyseal plate was contoured and situated on the medial aspect of the tibia fracture. The patient requested to keep his metal wear, so it is unavailable for testing. This report is for an unknown nail. This is 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Corrected data. Should be (B)(6) 2013. Explant date was included in section and not in section on the initial medwatch submission dated (B)(6) 2013. Blank fields on this form indicate information that is unknown, unavailable or unchanged.